Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/04/2015 with the following findings: the keypad was found to be in tact; no damage was observed. During testing, the complaint of the up arrow, down arrow and ok keypad buttons¿ under-responsiveness was not duplicated. All of the keypad buttons responded appropriately. The keypad was removed and there was evidence of contamination found under the up arrow, down arrow and contrast button contacts. Unrelated to the complaint, investigation revealed that the display was dim and discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and okay buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.